Event description:
A technician reported a bilateral case of under-corrected refractive outcome at thirteen days post lasik treatment. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. During the onsite visit the tm (territory manager) completed system verification and bi-annual preventive maintenance. The root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).